Event description:
A us distributor returned a monitor and reported monitor does not power up and displayed a service code 107.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up and service code 107) has been confirmed. Upon investigation, the monitor failed incoming testing. The cause for the failure was isolated to contamination on connector j1002aa and j1003aa on the pins of the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.